Manufacturer narrative:
The associated complaint devices were not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the insert trial broke in half during trialing. No delay reported. No patient injuries reported. An s&n backup was available.